Event description:
During the hysterectomy surgery my bladder was damaged. I was released from the hospital but had to return on (B)(6) 2012 with a serious blood infection and vaginal discharge. I was admitted for seven days. Surgery performed by (B)(6) at (B)(6). I had a hysterectomy that was done using the da vinci robotic system. The surgery was scheduled for one and a half hours but was two hours and forty five minutes. A needle was misplaced and could not be recovered until an x-ray was done to find it. It was released the next day. On (B)(6) 2012, I called the doctor because of pain urinating and heavy vaginal discharge. A prescription was called to my local pharmacy but the next day I became worse and returned to the hosp.